Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the user facility's biomed, he checked all the connections and found that the yellow ribbon cable for the touch panel seemed to be loose. He reset all the connections and the unit worked as intended. Upon setting up the ccm for a case the following day the problem returned. This complaint is related to (B)(4) / medwatch #1828100-2018-00244.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cursor is stuck at the right side of the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the cursor to not respond to touch and would not move from right edge of screen. The central control monitor (ccm) was calibrated using a universal serial bus (usb) mouse and key board and the cursor would respond to touch. However, it could not be calibrated correctly with the buttons. It was determined that the touch screen was the cause of the problem. The service repair technician (srt) replaced the touch screen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.